Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 8:30pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and she received a result of 181mg/dl. A normal result for the end-user for that time of day is usually around 80-100mg/dl. The caller stated that the end-user then started feeling sweaty and was unable to talk or move. The caller stated that she immediately called paramedics. There was no food drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived around 40 minutes later and tested the end-user with their meter and received a result of 40mg/dl. The paramedics also tested the end-user with her prodigy meter and received a result of 187mg/dl. The paramedics gave the end-user oral glucose and transported her to cabell huntington hospital emergency room located at 1340 hal greer boulevard, huntington, wv 25701. The caller does not recall what the end-users blood glucose was when she arrived at the hospital. The caller said the end-user was given sugar water and was treated for having a stroke at the hospital. The end-user was admitted to the hospital for 2 days. The caller also stated that the end-use was taken off glyburide 2.5mg twice a day while at the hospital. The end-user was told to follow up with her primary doctor when discharged and the caller did not recall what her blood glucose was prior to discharge. The end-user was using expired test strips at the time the caller was educated to not use expired products. No additional information was provided.